Event description:
During a remote follow up, crosstalk and far field p- wave oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and there were no anomalies noted. No intervention has been performed. The patient was stable.